Manufacturer narrative:
Method: risk assessment; results: visual, analysis, device history and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the plausible root cause of the event was determined to be user error.

Event description:
It was reported that; rod slipped out of screw.

Event description:
It was reported that; rod slipped out of screw.